Manufacturer narrative:
H10: the investigation is unconfirmed for the reported balloon rupture and confirmed for the reported retraction issue. Based upon the available information, the definitive root cause for this event is unknown. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced material rupture and retraction. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 35 year old male patient was 210 lb.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced material rupture and retraction. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) male patient was (B)(6) .